Event description:
It was further reported that the outputs on the lead were decreased due continued phrenic nerve stimulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the system longevity study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead again was causing phrenic nerve stimulation. The outputs were once again decreased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.